Manufacturer narrative:
4307- intuitive surgical, inc. (Isi) received the component involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The power supply was installed the printed circuit assembly (pca) and it failed with an error 417 meaning, ¿one of the redundant power supplies is failing.¿

Event description:
Refer to h10/h11 for follow up information.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the medical grade power supply (mgps). The system was tested and verified as ready for use.   The mgps has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.   This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the ssc 2 faulted and would not connect to the rest of the system. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the surgeon side console 2 (ssc2) was not turning on. The customer stated that they checked the blue fiber cable and it had no blue light next to it on ssc2. The technical support engineer (tse) had the customer verify the power button and it was dark. The tse had them unplug the blue fiber cable, then unplug, hit power switch down, and press power button. The tse had the customer reset the breaker to the up position and plug the power cord back in. The customer stated that the power button became amber. The customer wanted the ssc2 connected for procedure. The tse had the customer remove the instruments, power off, reconnect the blue fiber cable, and power on. The tse got disconnected from the customer. The customer called back and stated that issue was resolved, but would like follow up from field engineer (fe). The customer called back during the same procedure to report that an error occurred. The tse reported that the system logs indicated hardware faults reported by scc2. The tse recommended power cycling the system. The system powered up without errors, but ssc2 (sn: (B)(4)) did not show as connected. The customer confirmed that no lights or leds were lit on ssc2. The tse stated that the system logs did show a redundant power supply error 417, reported by scc2. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: nurse stated that they only had one case that day, but the issue happened twice during the procedure. The procedure started off as a dual console procedure. The first time they called, they were able to get the second ssc working and continued with the case. The second time the issue happened, the nurse stated that the tse recommended not to use the second ssc. The procedure was completed using one ssc with no report of patient injury.